Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the serial number remains unknown. Attempts to retrieve additional information are in process. Without additional information, the cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received, a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a 21mm edwards valve implanted for an unknown implant duration required transcatheter valve-in-valve intervention due to stenosis. A 23mm transcatheter valve was implanted inside the failing 21mm valve. No additional information was provided.